Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated. The technical support specialist (tss) applied the interface services utility carefusion coordination engine (build 1), after which message processing resumed, and the disconnected flag was confirmed as reset to 0. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, station was not communicated, all new order was not crossing over to pyxis. There were no delay to patient care and adverse events or injuries reported based on this incident.